Event description:
During dr.'s 10:35am spinal fusion case, screws were placed on the left side into the l4 and l5 vertebrae using the medtronic stealth machine. This machine is run by the globus rep during the case and has images captured from the o-arm uploaded into the machine. Upon completion of the left side, they switched to the right side of the spine placing the screws into the l4 and l5. The stealth machine stated that both sides looked correct and that the trajectories of the screws were also correct. Upon completion of the screws being placed, the c-arm was called in to take images. The images revealed that the left screws were correct but, the right screws were incorrect and were also not placed in the correct positions. Instead of being placed in the l4 and l5 they were placed in the l3 and l4. According to the stealth machine though, they were in the correct positions. The screws were removed, and a referencing instrument was used to probe the screw holes that were made on the left side. When this happened, the machine stated that these were the l3 and l4 vertebrae rather than stating they were the l4 and l5 like previously stating. The left screws were then placed correctly and the interbodies were not introduced. The scrub tech in the room at the time proceeded to tell the emi coordination [redacted name] of the situation after the case had finished. He followed up with both the doctor and the rep and called the stealth station rep from medtronic. The rep stated that he believed that there was nothing wrong with the stealth machine or the o-arm but believed that the patient frame had been bumped causing the imaging to be off. The rep said that he will look at the stealth station in the morning to run some diagnostic testing to be safe.